Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient uses only the tandem pump as a cgm display device when she received ul egv (value not specified). It was not specified nor clarified whether she checked the bg or experienced symptoms at that time. Because she received low alerts, she ate carbohydrates. The tandem pump continuously gave her low readings (egv not specified). It was not specified whether she was checking the bg or experiencing symptoms. She continued treating the low egvs because she trusted her dexcom; however, she started to feel sick on (B)(6) 2024. She had lightheadedness and presyncope, so she called an ambulance. She was admitted to the ICU at 2130 (B)(6) 2024. In the hospital, the bg was 400-600 mg/dl and the egv was not documented. In the ICU, the doctor gave her insulin to lower her blood sugar. She felt body pain at that time. But no medication was given aside for insulin. She was discharged the day of the report at 1530, stable and asymptomatic. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.